Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Information regarding uno litigation alleges burn injuries and amputation of left arm below the elbow and amputation of the left leg above the knee. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No serial number or material number was provided for this complaint. Only description of trilogy 100, portable ventilator was provided. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.